Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2001. 5076-52 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that approximately one month after a device upgrade the patient was admitted for implant site infection. The patient had edema, redness, and tenderness/discomfort and felt fluid at the lower edge of the incision line and device. The patient received intravenous (IV) antibiotics and underwent a pocket revision. The patient had to return to the operating room later that evening due to hematoma, bleeding, and diaphragmatic stimulation. The left ventricular (lv) lead was noted to be dislodged and was repositioned. A drain was placed in the pocket and the incision was closed with sutures. Following the revision procedure the patient experienced postoperative anemia due to blood loss and required a blood transfusion. The implantable cardioverter defibrillator (ICD) and lv lead remain in use. The patient is enrolled in the wrap-it clinical study. No further patient complications have been reported as a result of this event.